Event description:
The complainant reports that the gastrostomy tube fell out in the night. The pt had acid burns on his skin associated with the gastrostomy tube that fell out. The gastrostomy tube had been in place for approx one month (4 weeks). The reporter replaced the tube and the placement was checked in the emergency room (ER). Stoma since (B)(6) 2005.

Manufacturer narrative:
(B)(4). (Tube fell out). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.